Event description:
It was reported that during an endoscopic vein ligation procedure, the pt's pressures dropped and became asystole. The physician assistant stopped harvesting the vein and assisted the surgeon in massaging the heart. The pt was put on pump and the physician assistant completed the harvesting of the vein with guidant system. Pt was put in trendelenburg position and was given medicaiton. The pt's pressure stablized and the rest of the case was completed without additional problems. Pt is currently doing fine. It was determined later, after reviewing the blood gas results, that the pressures dropped due to co2 elevation. No device malfunction was reported. This report is being submitted for the medical intervention performed due to elevated co2 blood level and since guidant devices were used during the procedure.